Event description:
It was reported that an 8110 syr was affected by misalign recall. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21 and annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device return to manufacturer ?, device eval by manufacturer?, remedial action required, remedial action # annex a: a040502 , a0404, annex g: g02017, g04055, annex b: b01, annex c:c0601, c070606 and annex d: d01.

Event description:
It was reported that an 8110 syr was affected by misalign recall. There was no reported patient involvement.